Event description:
Subsequent to the previously filed report, additional information was received: post operatively, the patient had a brain infarction and lost sight. It was noted that the patient was recovering.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda, difficult imaging, tissue injury, cerebrovascular accident, and loss of vision were unable to be determined. The reported unchanged mr was a cascading event of the reported tissue injury. The reported loss of vision was a cascading event of the reported cerebrovascular accident. The reported patient effects of mitral regurgitation, tissue injury, and cerebrovascular accident, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and curling leaflets. A mitraclip xtw was inserted, and grasping was performed. However, difficulties visualizing the clip and difficulties grasping the leaflets occurred. The clip was ultimately deployed on the mitral valve. However, after deployment, the clip detached from the posterior mitral leaflet and remained attached to the anterior mitral leaflet (single leaflet device attachment/slda). It was noted that a tear was observed. To stabilize the slda clip, two mitraclip xt clips were implanted. The procedure was completed with three clips implanted. The mr remained at a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.